Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was 266 mg/dl at the time of the incident. Customer also stated insulin pump rails was broken at back of insulin pump. Troubleshooting was performed. Customer stated insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with broken belt clip rails. (B)(4).